Event description:
It was reported that the tip of the reamer fractured off in the distal humerus of the patient while reaming the humeral shaft. Then another reamer was inserted which got stuck on the fractured reamer and broke while trying to remove from the humerus. The fractured reamer was retained. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 281002470, 470mm nitinol mod reamer hudsn, lot # unknown. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Proposed g-code: mechanical (g04) - drill reported event was confirmed as visual examination of the provided pictures identified both reamer and reamer hudson are broken, with the tip of 281002070 being retained in the patient, and 281002470 being stuck in 281002070. Part 281002470 being fractured is secondary to the event of the devices getting stuck. Fluoroscopy images were also provided and confirm the reported event; however, do not provide any further information to enhance the investigation, and thus were not sent for further analysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d1, d4, d10 the following sections were updated: a1, b4, b5, d9, g3, g6, h2, h11 d10: flexible reamer 7.0 mm cat# 00222800700 lot# 64533818 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
It was further discovered that the surgery was delayed about an hour to an hour and a half due to the malfunction.

Manufacturer narrative:
(B)(4). Updated: a1, a2, a3, b4, b5, b7, d2, g3, h1, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected/updated: a2, b1, b2, b4, b5, d4, g3, g6, h1, h2, h3, h4, h6, h11. B1: only product problem field should be checked. B2: no fields should be checked. H1: malfunction. D4: UDI possibilities: (B)(4). H4: MFR date possibilities: apr 13, 2021; apr 14, 2021. Visual examination of the returned product identified that the nitinol tube shaft is fractured, however, it was not returned. No other damage is noted to the instrument. The approximate field age of the device is 3 years 2 months. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to user error as the reamer hudson was used to remove the fractured reamer. Per instructions for use, ¿surgical instruments should only be used for their intended purpose.¿ for the reamer hudson shaft, it is used to connect to a modular reamer head for reaming and should not be used for extracting instruments. The reported event is confirmed based upon the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.